Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the central processing unit coin battery and reformatted and reloaded the system hard disk. The system was tested and found to be working as intended and put back in service.